Event description:
A patient required an indwelling catheter placement. The bard 16f lubrisil ic 100% latex free infection control urinary catheter balloon would not stay inflated and was new on trial. It was leaking at pink connector site. It was replaced with an existing bard product from the unit stock.